Event description:
The physician reported that during the implant procedure of the subject ICD an irregularity relative to connecting the rv lead was incurred. Specifically, only one click of the associated screwdriver was obtained, and it wasn't possible to loosen the associated set-screw. It was also indicated that the lead could not be removed by pulling, and all electrical parameters were normal. The subject device was implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.